Event description:
The customer stated that the blood glucose device was reading very high. A lab test was done and the result was 58mg/dl. The customer did not run a test at this time. Doctor had recently increased the customers medication because of the device high results. After the lab, the customers medication was decreased. The customer was still receiving high results and went to the hospital. The customer received treatment for their breathing. A request was made for the return of the suspect device and replacement product was sent.